Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an intermittent short between +5v, lead 1+, and +3.3v wires. The root cause for the damaged wires could not be positively identified. There were no adverse events associated with the electrode belt malfunction.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.